Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Given the fact that the event was resolved by replacing the switch regulator at a repair site, the cause of the complaint of power failure may be attributed to the switch regulator. It is unlikely that the failure occurred because of deterioration over time as less than 2 years have passed since the device was manufactured. The event likely occurred because of an accidental component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of device not powering on due to a faulty power supply. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, evis exera iii video system center due to the device not powering on. There was no harm or user injury reported due to the event.